Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at l3-s1 for l5 crush fracture. Approximately 8 days post op, it was found that the screws at l3/4 on both sides had come loose. No revision surgery is planned at ths time.

Manufacturer narrative:
The device was not returned to the MFR for eval. Device history records was reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine cause of the event.